Event description:
It was reported that the pt's performance had deteriorated over time. In may 2002, the pt's device was evaluated by a co rep. External equipment was exchanged and programming adjustments were made; however, the reported problem was not resolved. The implant center has cotninued to monitor the patient and make programming adjustments. In june 2002, it was reported that the patient's family member decided that revision surgery should be scheduled for september 2002. The request was made that the patient be reimplanted with another clarion device.